Event description:
Major pump unit(s) involved: device thrombosisadditional text: clot in the pumpspecific component(s) involved: pump drive unit malfunctionadditional text: clot formed in the pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; replacement of inflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction